Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that high impedances showed on the leads. The patient underwent a revision procedure wherein leads and clik anchor were replaced and extensions were explanted. The physician suspected malfunction on the leads. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50/(B)(4) device evaluation indicated that all 16 cables were fractured at the kinked sections of the lead body where the clik anchor was positioned. Fractured sections of the leads were 1 cm from the clik anchor set screw mark. The cables were not exposed. Sc-3400-30/(B)(4) device evaluation indicated that visual/x-ray inspections and impedance test were performed and found no anomalies. Sc-4316x2/(B)(4) device evaluation indicated that two eyelets were torn and the silicone materials were missing from the damaged eyelets.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that high impedances showed on the leads. The patient underwent a revision procedure wherein leads and clik anchor were replaced and extensions were explanted. The physician suspected malfunction on the leads. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the silicone was not missing prior to the explant and it was possible that the silicone was torn when the anchor was explanted. It was noted that the bsn sales representative was unsure if the missing silicone was explanted from the patient¿s body as this happened too long ago.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that high impedances showed on the leads. The patient underwent a revision procedure wherein leads and clik anchor were replaced and extensions were explanted. The physician suspected malfunction on the leads. The patient was doing well postoperatively.